Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during drain 1 of 4. The hp already closed all the clamps and disconnected from hc. The drain volume (dv) was equal to 2441ml. The technical service representative (tsr) assisted the home patient (hp) with end of therapy early procedure. The hp ended therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp confirmed the leak was coming from an unused supply line. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a leak was not confirmed. The cause was undetermined.